Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 31. Ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, hypersensitivity and inflammation. No further patient complications were reported.